Manufacturer narrative:
(B)(4). The patient leaving an open clamp on an unused supply line is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the home choice device during dwell three of five of peritoneal dialysis therapy. The home patient (hp) was connected. The hp stated they could see air in an unused supply line. The hp stated the clamp on the unused supply line was open but the line was capped. The technical service representative assisted the hp in clearing the alarm and reviewed proper procedures with the hp. It is unknown how the hp would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.